Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was used for cataract surgery, something like a crack (1 cm) long was observed on its optic. It was indicated that the crack could be seen on the video of the surgery. The operation was completed without any further action taken. After the surgery, the surgeon checked the lens by making the patient¿s eye mydriatic, but the crack could not be confirmed. Also, there was no problem with the patient¿s postoperative vision. It was indicated that the lens was set with the proper amount/quantity of balanced salt solution (bss). The plunger was moved forward immediately before insertion. There was no patient injury reported. The product remains implanted to date. No further information was provided.